Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. The instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.018¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip do not show damage. Additionally, the medium-large clip applier instrument failed the clip test due to misapplication of the clip. The instrument passed engagement was and able to retain clip through engagement but could not release the clip. In addition, isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing was observed out of the ordinary. The issue occurred when trying to release after the vessel was clipped. The clip would not release from the instrument once clipped on the vessel. Medium-large hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use. The instrument was used once when the incident occurred. The procedure continued with the use of a backup instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was used for a surgical task and would not release the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.